Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Reporting status: malfunction. Reporting rationale: potential mislabeling may impact device tracking. Device issue: sidearm not labeled. It was reported that while preparing the device, it was noted that there was no writing on the hub. The device was not used on a pt. No additional event or pt info is available.